Event description:
The manufacturer received information related to an everflo oxygen concentrator. The device was returned to a third party service center. The service center reports no power, power cord severed, everflo hardware leaking, everflo filter dirty, and shipping carton missing. There is no report of patient harm or serious injury. There is no allegation of medical intervention. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Manufacturer narrative:
The manufacturer received information related to an everflo oxygen concentrator. The device was returned to a third party service center. The service center reports no power, power cord severed, everflo hardware leaking, everflo filter dirty, and shipping carton missing. There is no report of patient harm or serious injury. There is no allegation of medical intervention. Correction: this complaint has been determined not reportable at this time.